Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to use error as the juggerstitch needle is not supposed to be bent. Per the juggerstitch meniscal repair device surgical technique, ¿user-initiated bending of the device needle may result in implant non-deployment¿ and IFU 01-50-1123 ¿instruments, which have experienced extensive use or excessive force, are susceptible to fracture.¿ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a repair of an oblique tear near the lateral root, the surgeon was having a difficult time getting a clear path to the tear from his portal so he attempted to bend the juggerstitch implant slightly more than its natural curvature. He still could not advance the implant far enough to fully pierce the tissue, so he pulled the implant back out of the joint. Upon doing so we realized he had bent the shaft of the implant significantly. The tech then attempted to bend the implant back to a more normal curvature, and the shaft then fractured. The metal tip of the inserter had fractured off at the point where the sheath ends. The surgeon was then able to use a 2nd juggerstitch curved implant and successfully repaired the oblique tear in the same spot that the first implant could not reach. Attempts have been made and additional information on the reported event is unavailable at this time.